Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was noted that the implantable cardiac monitor (icm) exhibited post sensed t-wave over-sensing. The icm was reprogrammed. The patient was in stable condition.